Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that a patient had fracture in the tibia and had to undergo a revision surgery due to tibial subsidence.

Manufacturer narrative:
Correction - d1, h6(clinical signs code) the complaint could be confirmed, since the returned information for evaluation matches the alleged failure, although the product wasn't returned for evaluation. Medical profession reviewed the received information and noted: migration/tilt of the infinity tibial implant in conjunction with a fracture of the distal tibia. The implant as such seems to be intact. No other irregularities can be found. Furthermore, it got reported that the patient was non-compliant. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. Based on investigation, the root cause was attributed to a patient factors issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that a patient had fracture in the tibia and had to undergo a revision surgery due to tibial subsidence.